Event description:
It was reported that the ventilator had a leakage from inspiratory pipe. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
According to received service report, the o2 gas module was defective. The gas module regulates the inspiratory gas flow and a faulty gas module may affect the delivered volume or gas mixture (o2/air). Device logs were not provided. The faulty part was not available for further analysis despite request. The cause of the reported issue has been determined, as related to faulty o2 gas module.

Event description:
Manufacturer's ref. #: (B)(4).